Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) envision ide study, patient site (B)(6). It was reported that on (B)(6) 2026, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 22mm non-abbott balloon. The valve got fully re-sheathed 2 times due to implant was too high. The final implant depth at non-coronary cusp (ncc) was 4.78mm and left coronary cusp (lcc) was 6.79mm. On (B)(6) 2026, at a follow up appointment, the ECG noted a heart rate in the 110s and the patient's baseline was 70-80s and the patient's blood pressure was elevated. Metoprolol was started for heart rate and blood pressure control

Manufacturer narrative:
An event of arrythmia and hypertension was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the available information, the cause for the reported arrythmia and hypertension could not be determined. An unexpected medical intervention was a result of case specific circumstances, as medication was administered. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.